Event description:
It was reported that a "male patient presented with complaint of headache - CT showed right subdural hematoma, for which he had a right craniotomy for evacuation of subdural hematomas. A ventricular catheter was placed in subdural space for use as a drain. The following day, as the catheter was being removed, the catheter broke with approx 2 1/2 inches left in patient; he was returned to operating room for removal. Surgeon felt the catheter hung in a piece of bone flap."

Manufacturer narrative:
The product was unavailable for return. Therefore, an eval of the device performance was not possible. A review of the mfg records was not possible as no lot number was provided. The instructions for use that accompany our edm ventricular catheters caution that "low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears." The device was used for a purpose that is not an approved indication per the product labeling. The edm ventricular catheters are designed for use as the proximal component for cerebrospinal fluid (csf) drainage and/or monitoring from the lateral ventricles of the brain.